Event description:
It was reported that the patient underwent bilateral lapidus arthrodesis surgical procedures that utilized paragon 28 phantom 4-hole intramedullary nails. The left nail was implanted on (B)(6) 2018 with a paragon 28 lapidus bone wedge. It was reported that the fusion of the joint failed and the patient displayed a non-union prior to the implant break. Approximately ten weeks after implantation, the nail broke at the distal cuneiform hole. The left nail was revised on (B)(6) 2019 with a competitor's product. During evaluation and investigation, the implants were not made available for analysis. The DHR records of the implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.